Event description:
The manufacturer received information on a garbin evo, alleging maintenance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not reported to be in patient use. During evaluation of the device at the third-party service center, an error code related to the charging of the battery was observed. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The internal battery needs replaced to address the issue. Additionally, during evaluation a non-reportable error code was observed. Evt_presspair_err is captured when the main outlet pressure sensor encounters an error condition (e.g. Due to out of range outputs, communication issues etc) and the software switches the pressure control to the redundant monitor pressure sensor. The system board needs replaced to address the issue.

Manufacturer narrative:
The reported error code related to the charging of the battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Similar incidents provided is inclusive of all annex c codes associated with listed annex a codes.